Event description:
It was reported that undersensing during an episode of ventricular fibrillation was noted on this subcutaneous implantable cardioverter defibrillator. After three shocks were delivered, the rhythm converted. Shock impedance during at least one of the shocks was high but within normal limits. Additional information was received indicating that the patient had received another shock. It was later reported that therapy in the initially reported episode had been delayed for approximately 30 seconds to a minute. The physician also alleged a data issue due to their belief the device had a corrupted file which supposedly caused the undersensing. The device and associated electrode were explanted and a transvenous system was implanted.

Manufacturer narrative:
This report is being filed to indicate that code 3191 was used to capture surgical intervention.

Event description:
It was reported that undersensing during an episode of ventricular fibrillation was noted on this subcutaneous implantable cardioverter defibrillator. After three shocks were delivered, the rhythm converted. Shock impedance during at least one of the shocks was high but within normal limits. Additional information was received indicating that the patient had received another shock. It was later reported that therapy in the initially reported episode had been delayed for approximately 30 seconds to a minute. The physician also alleged a data issue due to their belief the device had a corrupted file which supposedly caused the undersensing. The device and associated electrode were explanted and a transvenous system was implanted.

Event description:
It was reported that undersensing during an episode of ventricular fibrillation was noted on this subcutaneous implantable cardioverter defibrillator. After three shocks were delivered, the rhythm converted. Shock impedance during at least one of the shocks was high but within normal limits. Additional information was received indicating that the patient had received another shock. It was later reported that therapy in the initially reported episode had been delayed for approximately 30 seconds to a minute. The physician also alleged a data issue due to their belief the device had a corrupted file which supposedly caused the undersensing. The device and associated electrode were explanted and a transvenous system was implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.